Event description:
It was reported that patient had syncope with injury due to loss of capture on right ventricular lead. The patient was pacer dependent. It was also reported that the patient experienced palpitations due to undersensing during afib and then tracking in the ventricles. The device was initially reprogrammed and later explanted and replaced.

Manufacturer narrative:
No medwatch form was received.